Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in clinic for follow-up. Inappropriate antitachycardia pacing and hv therapy were observed due to post-paced t-wave oversensing the ventricular channel. Programming changes were made, but additional episodes of t-wave oversensing and inappropriate shocks were seen. New programming changes were made during the device check, and no additional episodes were detected.